Event description:
It was reported that the svo2 readings were out of specifications. No actual values were provided. No patient injury was reported.

Manufacturer narrative:
The device/service history record review was completed and all manufacturing inspections passed with no non-conformances.

Manufacturer narrative:
Evaluation results: complaint of "svo2 reading are inaccurate" was confirmed. The device failed the final acceptance test unit (fatu) test at "tdm channel offset test as high , red, dark, ir remote offset (vdc)", and tdm channel alignment". No error message logged. The defective svo board was replaced.